Event description:
It was reported the pacemaker exhibited lateral drift over the years. The pacemaker was explanted and replaced. The patient was discharged home after the procedure.

Manufacturer narrative:
The reported event of pacemaker migration was not confirmed. A pacemaker was received at elective replacement indicator. Longevity analysis was normal with no anomalies found.